Event description:
Oversensing on the atrial channel was reported. The physician decided to plan a revision in order to explant the lead.

Manufacturer narrative:
This lead was capped on (B)(6) 2023. As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2023 and recorded an initial stable lv pacing impedance of 400 ohms with a sudden increase to >3,000 ohms at the end of (B)(6) 2023. The analysis of the provided iegm episodes revealed artifacts on the atrial and lv channel, which led to the reported oversensing. Furthermore, appropriate shocks and ICD charging cycles due to ventricular tachycardia were observed. The integrity of the lead cannot be assured. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the leads themselves would be necessary to determine the root cause. Should additional information or the devices itself become available for analysis, the investigation will be updated.